Event description:
The customer reported that the insulin pump was not operating as it should and the activate and escape buttons were not responding. Advised the caller to discontinue use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with no buttons response as a result of the flattened escape and activate buttons dome switch and scratched case. (B)(4).